Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow-up (ga23434050-3). Additional information received the maj-2315 was part of the new design. The retrieved distal cover was not damaged. No anti-fog agent to the scope lens. No chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user confirmed that the cover was not damaged. The distal cover was attached to the scope and then pull or twist the cover to make sure it does not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The endo therapy representative reported to olympus, the single use distal cover fell off into the patient's cheek during a procedure. The staff was placing a biliary stent, the stent would not deploy. The staff pulled the stent out and noticed the distal cover was missing. It was retrieved in the patient's mouth. The procedure performed was an endoscopic retrograde cholangiopancreatography. The procedure was completed using a similar device. The procedure was prolonged by a few minutes, but the patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There were no other devices connected to the subject device when the failure occurred. This report is related to one other case reported on the scope. Please see reports with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).